Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that spy ds controller was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the common bile duct for the treatment of endoscopic retrograde cholangiopancreatopography (ercp) on (B)(6) 2024. It was reported there was a trouble in using the spyglass controller despite using new spyscope . The procedure was not completed due to this event. There were no reported patient complications as a result of this event.